Manufacturer narrative:
Evaluation conclusion: only the sensor board was returned to the manufacturer for investigation.

Event description:
A ventilator's sensor board was returned to the manufacturer for further investigation. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to a pressure sensor (mt2) being out of tolerance.